Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/31/2022, it was reported by a sales representative via email that an ar-8973l-30-130 arthrex fibulock nail tip broke. The surgeon inserted the nail after reaming and because it was not inserting easily, surgeon gave it two light taps with a mallet. After seeing the nail was not moving, surgeon reamed again and when the nail was pulled out, the tip was broke off just above the talons and still inside the patient. Surgeon was able to push it out of the way with the reamer and complete the procedure with a second nail. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8973l-30-130 nail assembly was received for investigation. Visual inspection identified that the tension screw was not returned within the nail construct. Analysis under magnification revealed that the prongs at the distal tip of the nail had broken. No fragments were returned for assessment. Due to the returned condition of the distal tip, no accurate measurements could be taken. The od of the nail body was assessed using digital micrometer ID: (B)(4), and met design specifications. The cause remains undetermined. A likely cause is attributed to the malleting applied to the device as referenced in the event description.